Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-0667046 the following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one imp tm 4.1mm mtx,10mm (tmm4b10) was returned for investigation. Visual inspection of the as returned product identified that the implant is badly worn from use and fractured at the top tm junction. The drive feature is noted to contain an unknown fractured screw. No pre-existing conditions were noted on the per. The reported product was located on tooth # 31 (fdi) and used for approximately 2 years. Device history record (DHR) review was completed for the subject lot number 62411613. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62411613) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI not available. PMA/510(k) number: k113753 and k112160.

Event description:
It was reported that the implant fractured and was removed. It was reported a healing delay.